Event description:
A pt was skin tested on 2/7/97 with negative results and was treated on 3/7/97 into the nasolabial folds and lips. On 3/11/97, the pt developed considerable swelling at the implanted areas. The physician believed the symptoms were related to the collagen and prescribed topical and oral corticoids and antihistamines in mid 3/97.

Manufacturer narrative:
On 20 june 1998, follow up info was rec'd. The symptoms resolved in june 1998.